Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2014. Patient advised did not receive low audio alert and fainted. Patient relayed was in (B)(6) and collapsed. Patient's friend called paramedics. Paramedics transported patient to the hospital. Patient was admitted to the hospital and remained from (B)(6) 2014 to (B)(6) 2015. Patient had no recollection of treatment administered. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient reported current condition as feeling good.